Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to ER after receiving a vibratory alert and inappropriate hv therapy due to noise. Low hv lead impedance was also noted. The lead was explanted and replaced.